Event description:
The customer reported a scope communication error (b30) and no image displayed on the screen during an inspection involving an olympus xenon light source. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Date of event is unknown. Additional information will be provided if available.